Manufacturer narrative:
Evaluation summary: the reported condition of depletd batteries was confirmed. The device was evaluated at the customer's facility on 12/12/2006. The pump's batteries were found to be potentially damaged and were therefore replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.

Event description:
A baxter engineer reported a pump with depleted batteries. It is unknown when this occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.